Event description:
Procedure type: pharyngeal closure. According to the rptr: pt experienced a leak due to suture unravelling or framing, but the pt did not have to go back into the or. Therefore, they are unsure where the suture may have been compromised. This pt had to be readmitted and the pharynx self-closed. This added an extra week to the hospital stay because of the readmission.